Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the lead was receive with no anomalies however, the connector pin was bent.

Event description:
It was reported that during the implant procedure, the physician was unable to extend the helix. When a second attempt was made, the helix "jumped" out. The device was not implanted. No patient complications have been reported as a result of this event.